Event description:
The reporter stated the surgeon inserted and removed an aa4203tl silicone toric plate lens due to a posterior capsular rupture. As the iol was being released into the capsular bag it stubbornly and forcibly opened in the posterior bag. A vitrectomy was performed. The incision was enlarged and the lens was damaged removing from the eye. The surgeon had difficulty removing the lens. The patient had corneal decompensation and iris trauma. The surgeon stated the iol was the cause of the adverse event. The patient's pre-operative bcva was 20/50 and the post-operative bcva was 20/cf.